Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Complaint cannot be confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. (B)(4). Associated medwatch: 1221934-2018-52887. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer during a shoulder procedure arcing did occur. The rep determined that the controller was malfunctioning. The procedure was completed with another like device and there were no patient consequences reported. The device will be returned. Update: spoke to the sales rep who was present for the case via telephone on (B)(6) 2014 and he verified what actually happened. The indicator on the generator that lets the customer know they are near metal was not working and as a result the end of the scope of the electrode burnt. The surgeon took the electrode out, cleaned it off, and managed to use it to complete the procedure with no patient consequences or delays. The same generator was also used. The electrode was discarded and the generator is being returned.